Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
After battery installation unit gave an unexpected white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Unit received with minor scratched lcd window, keypad overlay texture damage and cracked retainer. Unable to confirm missing segments/partial display due to white flashing display.

Event description:
Customer reported via phone call that the insulin pump screen is flashing black and white. Customer blood glucose reading is 111 mg/dl.troubleshooting was performed. Customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instructions. Insulin pump will be returning for analysis.